Event description:
It was reported that there was a power issue and that the system did not boot. It is unknown if the complaint device was in use at the time of the event as this information was not provided. No patient harm or adverse event was reported to have occurred as a result of the alleged issue. It was indicated that the suite pc was replaced to resolve this issue. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon inspection, fse determined that the suite pc was faulty. The fse replaced the suite pc. After replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact code was corrected.